Manufacturer narrative:
Per good faith effort (gfe) response received on 07jan2025, the customer ultimately ordered and installed the replacement user interface (ui) assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive and not working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was unresponsive and not working properly. The touchscreen was calibrated, but the issue remained. The remote service engineer (rse) recommended that the customer should replace the user interface (ui) assembly and provided the customer with the replacement part number of the ui assembly for repair. Investigation is ongoing.